Event description:
It was reported that during an appendectomy procedure, the instrument did not cut properly, the staples did not close correctly. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info available.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.